Event description:
During an annual evaluation of the customer's device, it was observed that the device would only deliver 100 joules on the 360 joule setting. This would not be sufficient defibrillation energy for a patient.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The customer advised physio-control that they do not wish to have the device repaired due to costs and the age of the device. The customer has since retired the device from service.the device will not be further evaluated by physio-control.